Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter.during the procedure, a thrombus was observed on the thermocool® smart touch® sf bi-directional navigation catheter tip. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the procedure was completed without patient consequences. The thrombus reported on the tip of the catheter was assessed as a reportable malfunction.

Manufacturer narrative:
The device history record has been provided on september 12, 2018. The device history record (DHR) for the lot number: 30055094l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on (B)(6)2018 . During the visual evaluation, it was discovered that the catheter was returned in the condition reported. Thrombus was found on the catheter tip. In addition, it was discovered that the peek housing was cracked at the transitional area approximately 1.6 cm from the distal tip. Internal parts were not exposed. This additional finding was assessed as not reportable. The catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since the product was received, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Additional information was received on october 22, 2018. The system did not present any error. There were no issues related to temperature or flow on the catheter. The generator was set to power control mode. They were using anticoagulant or saline solution during the procedure. The generator used was the stockert j70. There is no information on the pump used during the procedure. The patient did not exhibit any neurological symptoms since the procedure was completed. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, a thrombus was observed on the thermocool® smart touch® sf bi-directional navigation catheter tip. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the procedure was completed without patient consequences. The device was inspected and thrombus was observed on the tip and the peek housing was found cracked with no internal parts exposed. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the thrombus observed could be related to the procedure; however, this cannot be conclusively determined. The root cause of the damage on the peek housing is related to the t bar slid down issue due to the stress causing in that area. The root cause of the t bar slippage cannot be determined; however, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).